Manufacturer narrative:
The CAPA was initiated on 2016-feb-23 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent radiofrequency ablation on (B)(6) 2018, but the ipg was not placed in surgery mode prior to the procedure where monopolar electrocautery was utilized. The patient controller and the clinician programmer displayed an error messages following the procedure when attempting to communicate with the ipg, and the patient was unable to turn on stimulation. Troubleshooting resolved the issue, and the patient has stimulation.